Event description:
It was reported that patient was losing efficacy and had less than 50% therapy relief. The dosage was escalated but patient did not have pain relief. All previous catheter studies were normal. Flushing was all normal for catheter aspiration. The physician chose prophylactic replacement of the catheter to rule out any diagnosed problems with placement, occlusion, or any other unknowable problem. Diagnostic testing of dye study, rotor or roller study, and logs check were done. Product issue was noted as resolved. The patient was doing very well following the catheter replacement. The patient was getting good therapeutic results with the pump. It was unclear where the problem was with the original catheter, but the patient was doing very well with the new catheter. The pump was used to deliver dilaudid, bupivacine, and fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).